Event description:
During an ercp procedure, the physician used a wilson-cook web extraction basket to remove a 2cm stone. During lithotripsy with the wilson-cook conquest lithotriptor cable and the soehendra lithotriptor handle, the basket wires broke leaving the basket in the common bile duct. The patient received extended moderate sedation and the basket and stone were removed with anothr basket. Surgicl intervention was not required.